Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesions were in the left anterior descending (lad) and right coronary (rca) arteries. The lad was "very tight" with moderate calcification and tortuosity. The physician selected and attempted to advance a 3.0x12mm taxus express2 drug eluting stent (des) to the lad but the device would not cross the lesion. The stent delivery system and guide catheter were removed from the patient as a single unit. It was noted that the stent struts were flared on the proximal end. The target lesion was recrossed with an unknown type wire and the procedure was completed with (2) 3.0x8mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "ok". Additional information has been requested but not received.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.